Event description:
It was reported that a patient with an unknown 27mm 3000tfx valve, implanted in aortic position, underwent a valve-in-valve procedure after 12 years and 10 months implant duration due to insufficiency. The patient was presented with shortness of breath and chest pain. The tavr was performed with a 26mm 9755rsl transcatheter valve.

Manufacturer narrative:
H10: upon receiving further information, it was notified that the valve-in-valve procedure took place after 12 years and 10 months. The event is no longer considered reportable. No further follow ups will be sent.

Manufacturer narrative:
H10: additional manufacturer narrative:the investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion.edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported that a patient with an unknown 27mm valve, implanted in aortic position, underwent a valve-in-valve procedure after an unknown implant duration due to insufficiency. The tavr was performed with a 26mm 9755rsl transcatheter valve.